Event description:
It was reported the customer's insulin pump was malfunctioning. The wife reported that her husband received an unexpected restart alarm. The husband stated he did not program his temp basal before the alarm occurred. The wife also reported a reset alarm and motor error alarm also occurred on the insulin pump. The husband's blood glucose at the time of the alarms was 235 mg/dl. Troubleshooting found the customer's insulin pump passed the self test. The wife also stated they were able to complete the rewind sequence on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).